Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the tight circumflex (cx). The lesion was predilated with an unk size apex balloon. The physician attempted to place a 2.50x24mm taxus liberte stent, but was unable to cross the lesion. When the physician pulled the stent back, he noticed the struts were bent. He believes this was because the y adaptor was 'too tight'. The physician attempted to place another 2.50x24mm taxus liberte stent, but was unable to cross the lesion. The procedure was completed with a non-bsc stent. No pt complications were reported. Pt status reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).